Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the rc032 was kinked approximately 67.5 cm and 76.5 cm from the proximal end. The rc032 was ovalized from the distal tip to approximately 1.0 cm from the distal tip. Conclusion: the complaint has been investigated. The initial complaint indicated that upon removal of the rc032 from the packaging hoop, it was kinked. Evaluation of the returned device revealed that it was kinked, and the distal tip was ovalized. This type of damage typically occurs due to improper handling during device removal from packaging. If the device was removed from the packaging hoop with force at an angle, it is likely that damage such as this would occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system reperfusion catheter 032. During preparation for the procedure, the reperfusion catheter 032 was found kinked and not used in the procedure.